Manufacturer narrative:
The suboptimal result of the surgery due to the mislabeling of the product (cage). A 12mm cage labelled as 10mm resulted in an insertion ¿punch¿ being made at the wrong depth. Even though a new cage was implanted, the depth was ¿punched¿ based upon the incorrectly labelled cage which was opened first. Manufacturing investigation evaluation: the returned device was received loose and is laser etched with part number: 08.803.132 / lot: 7837893. Included in the delivery were two opened containers: a sterile inner bag labeled as 08.803.132s / lot 7837893 and an outer box labeled as 08.803.110s / lot 7807625. The device history record (DHR) for part 08.803.110s / lot 7807625 was found to have no issues documented during the manufacture that would contribute to this complaint condition. The packaging label log (pll) included in the DHR shows that the correct labels were used on both the outer box and the inner sterile bags. All labels were properly accounted for. As part of this investigation, a DHR review was performed on part 08.803.132 / lot 7837893. The review found no issues documented during the manufacture that would contribute to this complaint condition. The pll included shows that the correct labels were used on both the outer box and the inner sterile bags. All labels were properly accounted for. The DHR reviews above determined that part 08.803.110¿s lot was manufactured in september, 2014 and was officially released to the warehouse after the sterilization process on october 24, 2014. The second order involving part 08.803.132¿s lot was manufactured on october 27, 2014 and officially released to the warehouse following sterilization on november 17, 2014. Therefore, the first order was released to the warehouse three (3) days before the second order had even begun the manufacturing process. Further, the first order was released to the warehouse more than 3 weeks before the second order. Information received indicates that all (B)(4) pieces from 08.803.110s were shipped to (B)(4) in september, 2015; similarly, all (B)(4) pieces of 08.803.132s were shipped to (B)(4) in january, 2015. The measurements taken and listed indicate several failure features when inspected as part number 08.803.110. However, all features measured within specification as part 08.803.132, indicating the part was properly manufactured and identified (laser etched) as the correct part. Conclusion: based on the information provided above, the preponderance of data shows that the complaint was not caused by any manufacturing related issues. Since no manufacturing related issue was identified and/or confirmed, a review to the specific risk management document is not required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clarification: prior to the discovery of the mislabeling, the first cage was opened and a a ¿punch¿ made for insertion. It was then noted that the cage size was actually 12mm instead of the needed 10mm. Even though a new cage (of 10mm) was ultimately used and implanted, the initial punch was made too deep due to the mislabeling of the original cage. Upon x-ray review, it was confirmed that the cage was ¿beyond half of the edge of the vertebral body,¿ which was too deep for removal. Therefore, the surgeon was forced to complete the procedure as is.

Manufacturer narrative:
Patient weight is unknown. (B)(4). Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the cage size was incorrect. The patient underwent a pedicle screw fixation on (B)(6) 2016. During the procedure it was noted that the size of cage didn't match with what the label indicated. The real size of cage was 12mm height instead of 10mm height on the label. The surgeon changed to a new cage (10 mm height) to complete the surgery. An x-ray reportedly showed that the 10 mm cage was beyond half of the edge of the vertebral body. It was too deep to remove so the surgeon had to finish surgery. Post-operatively the patient condition is reported as stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). A device history record review was performed for the subject device lot. The date of manufacturer is oct 24, 2015. Expiration date is oct 01, 2024. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of opal spacer 10mm x 28mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.